Manufacturer narrative:
Correction: a3 and date of birth should have been blank; e1 should have been blank.

Manufacturer narrative:
The device was returned without a specific complaint or event. Malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. Feed through dye-leak test was performed, indicating no sign of hermeticity breach. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
This report is to advise of an event observed during analysis.